Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device was in good condition, scratched screen. There was no related evidence of the reported failure in the event logs. A functional test was performed, and the reported failure was replicated. Upon further investigation, three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The root cause of the event cannot be established. The expulsor will be replaced to bring delivery accuracy into specification. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device fails accuracy -7.15% during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label was intact, and the device was in good condition, scratched screen. There was no related evidence of the reported failure in the event logs. A functional test was performed, and the reported failure was replicated. Upon further investigation, three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The root cause of the event cannot be established. The expulsor will be replaced to bring delivery accuracy into specification. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device fails accuracy -7.15% during testing. No patient injury was reported.